Event description:
Caller reported experiencing a cartridge alarm 20, but there was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. Tandem technical support decided to replace the pump, informing the customer to continue using the current pump until the replacement arrives. The customer received instructions on returning the problematic pump and was advised that training would be available to them.